Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of cerebrovascular accident is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that on (B)(6) 2020, the patient was implanted with a 2.25x38mm xience sierra stent in an unknown artery and 4 hours later experienced a stroke. No issues occurred during the procedure. Type of treatment was not provided. The patient was discharged but is stable and is currently waiting for his therapy to be scheduled. There was no clinically significant delay reported during the index procedure. No additional information was provided.